Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the left common iliac vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during first inflation at 3 atmospheres for 3 minutes, the balloon ruptured. Subsequently, another 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation but after first inflation at 2 atmospheres for 2 minutes, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.